Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer mentioned symptoms related high blood glucose such as dry mount and stomach upset. Customer was treated with bolus for high blood glucose value. Customer did not allege that the insulin pump was under delivering. Customer reported that the insulin pump insulin flow block and resolved by changing completed set. Customer performed the high pressure test and test were passed. The insulin pump will not be returned for analysis.